Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump had unresponsive buttons due to flattened escape, act and up buttons dome switch. No unlocked j2/lcd keypad connector was noted. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display and no delivery from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she was on vacation in california and left for chicago and her pump was blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.